Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility biomedical technician (bmt) reported a line occluded during a patient's hemodialysis (hd) treatment. It did not allow liquid to flow at the junction of the segment and heparin line. The staff immediately replaced the product with the new supplies. Upon follow-up, the facility reported the customer confirmed that the blood line did not present with an occlusion, and a blood leak was observed one minute before ending the patient¿s hemodialysis (hd) session. There was no damage was noted on the comibset. The machine, a fresenius 4008s v10 clasica, did not alarm as the blood leak was external. The exact location of the leak was not specified. It was unknown if a fresenius dialyzer was being used at the time of the event. There was no blood lost, and the customer stated that they only wanted to report that the heparin line was occluded. It was reported due to the external leak occurring at the end of the treatment, it was not necessary to change the supplies, and the patient concluded the treatment with the same supplies. The estimated blood loss (ebl) to the patient was 2ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was discarded was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a line occluded during a patient's hemodialysis (hd) treatment. It did not allow liquid to flow at the junction of the segment and heparin line. The staff immediately replaced the product with the new supplies. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Event description:
A user facility biomedical technician (bmt) reported a line occluded during a patient's hemodialysis (hd) treatment. It did not allow liquid to flow at the junction of the segment and heparin line. The staff immediately replaced the product with the new supplies. Upon follow-up, the facility reported the customer confirmed that the blood line did not present with an occlusion, and a blood leak was observed one minute before ending the patient¿s hemodialysis (hd) session. There was no damage was noted on the comibset. The machine, a fresenius 4008s v10 clasica, did not alarm as the blood leak was external. The exact location of the leak was not specified. It was unknown if a fresenius dialyzer was being used at the time of the event. There was no blood lost, and the customer stated that they only wanted to report that the heparin line was occluded. It was reported due to the external leak occurring at the end of the treatment, it was not necessary to change the supplies, and the patient concluded the treatment with the same supplies. The estimated blood loss (ebl) to the patient was 2ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was discarded was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5